Event description:
Accounts states they have been getting erratic calcium results for the past few weeks. The incorrect results were not used to guide treatment. The field service rep determined the analyzer required decontamination and repaired the instrument by performing a decontamination.